Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged necrosis, wound infection and above the below the knee leg amputation were related to the activ.a.c.¿ therapy system. The physician indicated the home health applied the activ.a.c.¿ therapy system to the patient's necrotic wound; therefore, kci is reporting this event due to potential use error. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On 26-aug-2021, the following information was provided to kci by the nurse: the nurse was concerned how the patient's foot wound looked and asked the doctor of podiatric medicine to evaluate the wound. Doctor of podiatric medicine insisted on activ.a.c.¿ therapy system placement without evaluating the wound. A few days later the patient was hospitalized and a below knee amputation was performed. The doctor of podiatric medicine allegedly stated the activ.a.c.¿ therapy system should have worked toward healing and it didn't so an amputation was required. Additionally, the activ.a.c.¿ therapy system allegedly must not have been working properly. On 25-aug-2021, the following information was provided to kci by the physician: the patient had a partial left midfoot amputation. The activ.a.c.¿ therapy system was ordered to assist in granulation tissue formation. When home health went out to place the activ.a.c.¿ therapy system, the patient's foot was necrotic. The home health did not call our office. The patient's wife brought pictures the following week at the last appointment. The activ.a.c.¿ therapy system was applied by home health over the necrotic foot, leading to further necrosis, requiring a leg amputation. The patient had minimal blood flow and was already at high risk of leg amputation. The patient missed an appointment in our office as well during this time. I believe the patient would have lost his leg regardless of v.a.c.® therapy. Records review noted the following: on 10-sep-2021, the following information was provided to kci by the physician: on (B)(6) 2021, the patient was admitted to the hospital with new gangrene and severe foot infection, had leg amputation same day. A device evaluation of the activ.a.c.¿ therapy system is pending completion.

Event description:
On 29-sep-2021, a device evaluation was completed by kci quality engineering. On 29-jun-2021, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2021, the device was placed with the patient. On 27-sep-2021, the device was tested per quality control procedure by kci quality engineering and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same: it cannot be determined that the alleged necrosis, wound infection and above the below the knee leg amputation were related to the activ.a.c.¿ therapy system. The physician indicated the home health applied the activ.a.c.¿ therapy system to the patient's necrotic wound; therefore, kci is reporting this event due to potential use error. The device passed quality control checks and met specifications before and after placement.